Event description:
One icesphere needle was used to treat a very small renal mass. The pre-ablation standard test was good. During the procedure all was good until the doctors checked the iceball with CT images. No ice on CT images, no changing in contrast images on the mass close to the needle. All gas pressure are good and the soft ice outside the pt was present as usual. After the first cycle the customer changed the argon 5.0 messer bottle to try to fix this issue. They conducted a second freezing cycle without any change. At this point the doctor decided to stop the procedure. The doctor was advised to try an other needle but the doctor decided to stop the procedure due to time and likely because there had been an earlier needle issue that had him thinking that there may be a problem with the seednet system.

Manufacturer narrative:
The needle was not returned to galil medical for investigation. A preventive maintenance (pm) was conducted on the cryoablation system as part of the investigation of another complaint (MDR# 9616793-2012-00016). During the pm, it was discovered that the system chassis was cracked. The system will be decommissioned and removed from service. No direct pt injury was reported. However, the physician did re-treat the pt on (B)(6) 2012 with another system to ensure full coverage of the tumor. The treatment was completed successfully with no injury to the pt and no device issues. Cryotherapy is one of the few ablation procedures that can be repeated without additional risk from cumulative treatment.